Event description:
(B)(4). Heavy neutrals, foot and leg cramps, numbness like pain in hands and feet, joint pain, pelvic pain, hip pain, hair loss, metallic taste in mouth , dizziness/vertigo in head, bleeding gums, headaches.